Manufacturer narrative:
Corrected data: d1, d8, g1 and h6. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02196-00.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A medwatch report was received by allergan aesthetics stated a patient received coolsculpting treatment to the abdomen and flank area and developed paradoxical adipose hyperplasia.